Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called due to a low blood glucose reading of 51 mg/dl. The mother stated that she received the field action letter regarding the drive support cap, and she is very concerned. Had her inspect the cap, and it was fine. Troubleshooting was performed. Found that the time was not correct as it was set to am instead of pm. Advised the mother of the impact this could have on the customer's blood glucose levels. Nothing further was reported.